Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed that the plunger has not engaged the lens. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that there was no patient involvement. The surgery completed with the same diopter company lens.